Event description:
It was reported that this pacemaker entered into safety mode and was explanted. Another pacemaker was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this pacemaker entered into safety mode and was explanted. Another pacemaker was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that brady therapy remained available. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. Non-depleted functional cell with no battery-related failure was determined. The probable cause could not be determined because no malfunction was discovered in the battery.